Manufacturer narrative:
The insulin pump was monitored and tested with no blank display and no audio or beep anomaly noted. No moisture damage noted on the electronics assembly. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 255 mg/dl at the time of call. The customer stated that they corrected the blood glucose by giving insulin. The customer stated that the insulin pump was dropped. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display did not return after inserting a new battery. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that display did not return after cleaning the battery cap after rest. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.